Event description:
Healthcare professional (hcp) reports 2 incidents of fiber leaks with the psn membrane. Both incidents occurred during an acute dialysis treatment, on the same pt. Both incidents occurred at the onset of the treatment and both treatments were discontinued at the time of the fiber leak. There was an estimated total blood loss of 500cc. No blood transfusion was required. No pt injury or medical intervention report per hcp.